Event description:
It was reported that the battery appeared to be depleting quicker than expected on this pacemaker, since about (B)(6) 2019. The battery appeared to decrease by one and a half years, approximately very 6 months. Data analysis confirmed this issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the pacemaker was thoroughly inspected and analyzed. Visual inspection noted no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
Additional information was received that the pacemaker was returned for analysis, thus indicating it had been explanted. No additional adverse patient effects were reported.